Manufacturer narrative:
Root cause: alteration of staining in this case was due to improper operation of the 2-way pinch valve - inlet. The problem was solved by field service engineer with replacement of the part. Following the replacement, the instrument was fully operational within specifications, without errors and available for the user. Failure mode description: following an 2-way pinch valve - inlet malfunction or if the part stops working; the resulting failure modes described could occur: aspiration and dispense failure. As a result, the failure modes can potentially alter the staining of slides.

Event description:
Customer complaint record reported the event as follows: weak to negative staining. No direct or indirect patient harm or user harm have been reported.